Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Tissue damage and pseudoaneurysm are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, the suture was tamped down with the knot, hemostasis was not achieved. The sheath was re-inserted to stop bleeding. The wire was re-inserted and a mynx was deployed but failed to achieve hemostasis. Manual arterial compression was applied, however, the patient was sent for surgery where a pseudoaneurysm and arterial tear were noticed. Surgery was used to treat the pseudoaneurysm, repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure and therapy. Medication was increased and hospitalization prolonged. No additional information was provided.